Event description:
Additional information was received indicating that the patient was being treated for hypertension however the paitent's neurologist did not note any history of coronary artery disease.

Event description:
It was reported that the pt had passed away. The physician indicated that the cause of death was unk and the pt died in his sleep. He also indicated that he believed it may have been sudep but the only info he had was received from the pt's wife. Follow-up with the funeral home and found that the death certificate indicated that the pt died from an "acute myocardial infarction" but the relationship of this event to vns is unk. The funeral home also indicated that no autopsy was performed and the pt's vns was likely cremated with the pt's body.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was major cardiovascular disease with acute myocardial infarction, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.